Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving saline at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that they have been decreasing the patient and (B)(6) 2017 has saline put in the pump to have it removed. An x-ray was done to check the curvature of the spine and it was stated previously they could see the catheter in the spine but not anymore. It was stated she doesn't believe the catheter is intact anymore. They were worried that if the catheter has come out of place in the neck part from growth or the tip has broke if it's safe for saline solution to be pump through the spinal fluid and if it could affect the pressure going into the brain. No symptoms were reported and the patient was not experiencing any overdose or withdrawal.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a patient serious injury. Additional review of this MDR also determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. A catheter migration did not occur. X-rays were normal; thoracic-17 with catheter seen with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.